Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a follow-up medwatch will be filed. (B)(4).

Event description:
It was reported by an eye care professional that a pt developed infiltrates associated with contact lens wear. The pt was treated with zymaxid and the event resolved. The pt's lens care solution was changed to clear care. Additional information has been requested but not yet received.